Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7077443/7077643.

Event description:
It was reported that the patient was experiencing pain at the pocket site and was sent to emergency room (ER). It was also stated that the patient was experiencing inadequate stimulation despite reprogramming attempts. X-rays and computed tomography (CT) scan were taken and revealed no anomalies. The patient was injected with maracine and had good pain relief for a few days. The patient underwent an explant procedure and was doing well postoperatively. The explanted device components will not be returned.